Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sae # (B)(4): allegedly, the patient had a luxation of the right hip with periprosthetic fracture. Joint reduction performed on (B)(6) 2017. Sae #(B)(4): allegedly, patient sat on the sofa. When lifting the right leg, the hip luxated. Recovered after removing head and modular neck of the right hip. Bfarm case number:(B)(4).